Manufacturer narrative:
Should further information become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular lead collapsed and was hospitalized. Interrogation of the device revealed ventricular tachycardia episodes had occurred. During these episodes, noise was revealed resulting in pacing inhibition lasting ten seconds in duration. Lead impedance measurements remained within normal limits. A device replacement procedure will be performed in the near future as the device displayed less than one-half year remaining. During this same procedure, the lead integrity will be investigated. There had been no previous ventricular tachycardia events recorded since the pacemaker implant.

Manufacturer narrative:
- -

Manufacturer narrative:
This is the information known at this time. When additional information has been obtained, this event will be updated.

Event description:
- -

Event description:
Additional information was received. A revision procedure was performed. When this lead was disconnected from the device and tested with the pacing system analyzer, normal measurements were obtained. A decision was made to replace this lead. This lead was surgically abandoned and replaced. In addition, the device was replaced. No further issues were reported.